Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred.the lesion being treated was located in the mildly calcified, non tortuous 1st obtus marginal (om1) artery. Using an ebu 6fr guide catheter and a bmw guide wire, the vessel was pre dilated with a crossail 2.5x15 mm balloon at 8 atm for 20 seconds. The physician then deployed a taxus express2 8.8% 2.5x16 mm drug eluting stent to 9 atm for 20 seconds and again to 8 atm for 30 seconds. When he went to remove the balloon, it was difficult to remove. The physician reinflated the balloon to 12 atm and again to 16 atm and at that point the balloon was able to be removed. There were no reported pt complications.